Event description:
The following information was provided: customer complaint received directly from the tga. Clinical event information: I had a stryker hip replacement procedure on (B)(6) 2017. On (B)(6) 2025 I was in my garden bent over to dig a little hole for a lettuce seedling and my leg gave way, making a large crunching noise as I went down and hit the ground. X-ray confirmed the head had completely separated from the femoral stem of my prosthetic. Stryker hip replacement prosthetic. Ball broke off femoral stem. 2 1/2 weeks in hospital, 6- 12 weeks off work. Ongoing pain, lack of mobility, emotional distress; may never have full range of motion again. Surgeons have advised that stryker will pick up the prosthetic to conduct metal analysis. Ambulance ride to hospital. CT scans and x-rays confirmed the break. Surgeons then prepared for revision surgery and due to the cement plug being so stuck it resulted in a fracture to my femur. I now have a new hip replacement with plates and screws from my hip to my knee. No one knows how it will be fixed if/when the prosthetic needs replacing. Pain is excruciating and recovery will be long. It¿s all very distressing. (B)(6) 2026 additional information from reporter: hello, unfortunately, I was never provided this information and despite asking for it the hospital are only prepared to tell me the maker- stryker; and insertion date (B)(6) 2017. For any other information they have told me I will have to pay for it by requesting it under foi. I am currently back in hospital with golden staph in the hip joint as a result of the broken prosthetic and required surgery since (B)(6) 2026. Are you able to get this information from the hospital? They may be more likely to provide this to you. (B)(6) 2026 additional information received from reporter: hello, I have managed to ode tidy the following information from my 2017 discharge summary. Hip implant was: exeter v40. 44 no.0, with trident 52 mm cup with 32 mm ceramic liner and size 32 ceramic head. I have done a little searching in google and it looks like there may have been some issues with the exeter v40 no0 implants. Could this have been why my implant broke? I was told by the hospital that stryker have collected the implant for metal analysis and they are not sure if they will receive a copy of that report. I want to know how and why this happened. No one ever told me that a titanium hip could brake.